Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device in left fallopian tube had migrated"), vaginal haemorrhage ("excessive vaginal bleeding") and genital haemorrhage ("unusual bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("unusual periods") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy) and surgery (ablation procedure). Essure was removed. At the time of the report, the device dislocation, vaginal haemorrhage, genital haemorrhage, menstrual disorder and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, device dislocation, genital haemorrhage, menstrual disorder and vaginal haemorrhage to be related to essure. Diagnostic results: on an unknown date hysterosalpingogram test showed essure coils were not properly occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device in left fallopian tube had migrated"), vaginal haemorrhage ("excessive vaginal bleeding") and genital haemorrhage ("unusual bleeding/unusual bleeding") in an adult female patient who had essure (batch no. 919034) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "did not used birth control at any time following your essure placement". The patient's past medical history included endometrial ablation and endometriosis ablation. Concurrent conditions included uterine fibroids and endometriosis. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping/cramping"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("unusual periods") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total robotic hysterectomy with left salpingo-oophorectomy) and surgery (ablation procedure). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, vaginal haemorrhage, menstrual disorder and abdominal pain outcome was unknown and the genital haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, device dislocation, genital haemorrhage, menstrual disorder and vaginal haemorrhage to be related to essure. Diagnostic results: on an unknown date hysterosalpingogram test showed essure coils were not properly occluded. # months after the implant hysterosalpingogram was performed. On (B)(6) 2012 hysterosalpingogram was performed and plaintiff¿s healthcare provider told her that she could not rely on essure device and will have to use back up contraception to prevent pregnancy and will also have to return for a follow up. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, device dislocation. Most recent follow-up information incorporated above includes: on 24-sep-2018: pfs received. Reporter's information and lot number were added. Event added: did not used birth control at any time following your essure placement. Lab data was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device in left fallopian tube had migrated"), vaginal haemorrhage ("excessive vaginal bleeding") and genital haemorrhage ("unusual bleeding/unusual bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometrial ablation and endometriosis ablation. Concurrent conditions included uterine fibroids and endometriosis. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("unusual periods"), abdominal pain lower ("cramping/cramping") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total robotic hysterectomy with left salpingo-oophorectomy) and surgery (ablation procedure). Essure was removed. At the time of the report, the device dislocation, vaginal haemorrhage, menstrual disorder and abdominal pain outcome was unknown and the genital haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, device dislocation, genital haemorrhage, menstrual disorder and vaginal haemorrhage to be related to essure. Diagnostic results: on an unknown date hysterosalpingogram test showed essure coils were not properly occluded. # months after the implant hysterosalpingogram was performed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, device dislocation. Most recent follow-up information incorporated above includes: on 27-jun-2018: pfs and mr received. Events per pfs: abdominal pain was added. Outcome of the events were updated. Patient's medical history was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device in left fallopian tube had migrated"), vaginal haemorrhage ("excessive vaginal bleeding") and genital haemorrhage ("unusual bleeding/unusual bleeding") in an adult female patient who had essure (batch no. 919034) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "did not used birth control at any time following your essure placement". The patient's past medical history included endometrial ablation and endometriosis ablation. Concurrent conditions included uterine fibroids and endometriosis. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping/cramping"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("unusual periods") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total robotic hysterectomy with left salpingo-oophorectomy) and surgery (ablation procedure). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, vaginal haemorrhage, menstrual disorder and abdominal pain outcome was unknown and the genital haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, device dislocation, genital haemorrhage, menstrual disorder and vaginal haemorrhage to be related to essure. Diagnostic results: on an unknown date hysterosalpingogram test showed essure coils were not properly occluded. # months after the implant hysterosalpingogram was performed. On (B)(6) 2012 hysterosalpingogram was performed and plaintiff¿s healthcare provider told her that she could not rely on essure device and will have to use back up contraception to prevent pregnancy and will also have to return for a follow up. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-oct-2018: quality safety evaluation of ptc(product technical complaint). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.